Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. The balloon of a 5f mynxgrip vascular closure device (vcd) fell out of the blood vessel during the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The sealant was bunched up next to the balloon and the advancer tube was engaged to the tamp lock. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and no leak in the balloon was found. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device as no anomalies were noted. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive tension applied during pullback, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1907501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) fell out of the blood vessel during procedure. There was no patient injury reported. The device is expected to be returned for analysis.